Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed in 2013. On or around (B)(6) of 2013, plaintiff sought care for permanent birth control to prevent pregnancy. She was offered essure and agreed to undergo the procedure after being provided with material and other information about the procedure. In 2013, plaintiff underwent the essure procedure. Subsequent to the essure procedure, she began to experience severe pain. Her conditions were so severe her physician recommended removal of part of the essure device. On or about (B)(6) 2015, she underwent a procedure to remove part of the essure device. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) placed and began to experience severe pain. Around 2 years later, she underwent a procedure to remove part of the essure (misuse). This pain, interpreted as pelvic pain, is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that there is no alternative explanation, a causal relationship between this pain and essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up information received on 05-aug-2016: quality-safety evaluation of ptc the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) placed and began to experience severe pain. Around 2 years later, she underwent a procedure to remove part of the essure (misuse). This pain, interpreted as pelvic pain, is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that there is no alternative explanation, a causal relationship between this pain and essure inserts cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), device breakage ("device breakage") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 88744222 - inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, lower urinary tract infection, sciatica, dysuria, hematuria, dyspareunia and uterine bleeding. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("severe pain in lower back"), abdominal pain ("severe pain in abdomen"), menorrhagia ("abnormal bleeding (menorrhagia)"), complication of device removal ("removal of part of the essure device") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, back pain, abdominal pain, complication of device removal and uterine haemorrhage outcome was unknown, the weight fluctuation, vaginal haemorrhage, nausea and menorrhagia was resolving and the female sexual dysfunction, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, complication of device removal, device breakage, dysmenorrhoea, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: insertion details: procedure: hysteroscopy with essure tubal occlusion. The patient tolerated the procedure well and essure was uccessfully placed. Essure removal: (B)(6) 2015 (unilateral salpingectomy 1st essure removal procedure-partial unilateral salpingectomy)) and (B)(6) 2017 (bilateral salpingectomy- 2nd essure removal procedure-total bilateral salpingectomy) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.2 kg/sqm. On (B)(6) 2013 patient had pathology cervix resulted in cervix-severe chronic cervicitis, large nabothian cyst. Myometrium-adenomyosis. 88744222 batch number is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and device breakage ("device breakage") in an adult female patient who had essure (batch no. 88744222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("severe pain in lower back"), abdominal pain ("severe pain in abdomen"), menorrhagia ("abnormal bleeding (menorrhagia)") and complication of device removal ("removal of part of the essure device"). The patient was treated with surgery (total bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, back pain, abdominal pain and complication of device removal outcome was unknown, the weight fluctuation, vaginal haemorrhage, nausea and menorrhagia was resolving and the female sexual dysfunction, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, complication of device removal, device breakage, dysmenorrhoea, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: essure removal: (B)(6) 2015 (unilateral salpingectomy 1st essure removal procedure-partial unilateral salpingectomy)) and (B)(6) 2017 (bilateral salpingectomy- 2nd essure removal procedure-total bilateral salpingectomy) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, weight increased, abdominal pain, back pain, device monitoring procedure not performed were added. . Reporter, patient demographic information, product start date updated. Product batch number, stop date added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), device breakage ("device breakage") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 88744222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, lower urinary tract infection, sciatica, dysuria and hematuria. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("severe pain in lower back"), abdominal pain ("severe pain in abdomen"), menorrhagia ("abnormal bleeding (menorrhagia)"), complication of device removal ("removal of part of the essure device") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total bilateral salpingectomy) and surgery (total bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, back pain, abdominal pain, complication of device removal and uterine haemorrhage outcome was unknown, the weight fluctuation, vaginal haemorrhage, nausea and menorrhagia was resolving and the female sexual dysfunction, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, complication of device removal, device breakage, dysmenorrhoea, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: insertion details: procedure: hysteroscopy with essure tubal occlusion. The patient tolerated the procedure well and essure was uccessfully placed. Essure removal:(B)(6) 2015 (unilateral salpingectomy 1st essure removal procedure-partial unilateral salpingectomy)) and (B)(6) 2017 (bilateral salpingectomy- 2nd essure removal procedure-total bilateral salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.2 kg/sqm. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. New reporters added. Patient demographic information and patient relevant history added. Event abnormal uterine bleeding added on 1-mar-2018: fu3, fu4 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs